Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 04/17/2017. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and "reactive lymph nodes" (likely secondary to a tattoo the patient got). Patient additionally reported they are "urgently seeking explant" to explant "these toxic implant." Device has been explanted.